Manufacturer narrative:
(B)(4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra meter. The customer obtained readings of 400, 75 and 70 mg/dl within a ten min timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. There was no report or serious injury.